Event description:
A report was received that the patient had some tenderness to palpation over the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-4316 lot #: 15067687 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.